Event description:
It was reported that the customer had a button error and unresponsive keypad. The customer blood glucose level was 12.2 mmol/l. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.